Manufacturer narrative:
Device evaluation is not necessary as the infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that approximately 1 month after prophylactic generator replacement, the patient underwent generator explant due to infection. Device history record was reviewed for both the generator and lead. Both devices were sterilized prior to distribution, and no unresolved nonconformances were identified prior to distribution. No additional relevant information has been received to date. Product return and device evaluation is not necessary as the reported infection is not related to the functionality or delivery of therapy of the device.